Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-74 serial #: (B)(4) description: avista MRI perc lead kit, 74 cm model#: sc-4319 lot #: 19765834 description: clik x MRI anchor the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the pocket site when sitting back in a chair. The patient underwent an explant procedure. No device malfunction was suspected.